Event description:
It was reported that the patient had severe tamponade during ablation procedure for ventricular tachycardia. Medical intervention administered was pericardiocentesis. Prognosis for the patient was reported to be satisfactory.

Manufacturer narrative:
The section on precautions in the instruction for use states "when using the navistar or navistar ds catheters with conventional system (using fluoroscopy to determine catheter tip location), or with the carto system, careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Do not use excessive force to advance or withdraw the catheter when resistance is encountered."